Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 30mm proximal of the distal markerband. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an artery in the upper arm. A 8.0mmx80mmx75cm gladiator balloon catheter was advanced for dilation; however, during first inflation, the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an artery in the upper arm. A 8.0mmx80mmx75cm gladiator¿ balloon catheter was advanced for dilation; however, during first inflation, the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.